Event description:
Potential false negative test; ordered binax now covid-19 antigen test kits online from (B)(6) because they were unavailable for in store pick up. I assumed they would be delivered through a service that maintains appropriate temperatures. I received notification they were being sent via regular usps. I live on a rural postal delivery route with roadside mailboxes. It's been below zero degrees here in (B)(6) for the past several days. The package information indicates outside temperatures are well below what's required for maintaining product quality. How many limited resources are being wasted due to inappropriate handling? How many consumers are using home tests that have been mishandled and as a result are infecting others due to false negative readings? I also wonder what percentage of tests are rendered worse than useless due to freezing in semi truck trailers as they're transported to retailers across the country. Evidently, this is a much larger problem involving mailing of prescription drugs in general. Insurance company policies are pushing more and more people to risk mail order medications and tests for which handling regulation is insufficient. FDA safety report ID# (B)(4).